Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during use. The user stated there were pressure limited alarms codes prior to the restart. There was no patient injury reported.

Event description:
It was reported that the ventilator failed during use. The user stated there were pressure limited alarms codes prior to the restart. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on the log file of the affected device. On october 28 at 2:37 am it was found that the device performed a warmstart due to a detected internal deviation on the pcb m16.2. After the warmstart the temporary was solved, and ventilation continued. The affected pcb m16.2 was replaced. After replacement the device passed a test according to specification. Even though a hardware test of the pcb m16.2 found no malfunction, a temporary malfunction could not be excluded. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local warmstart of the ventilation unit v500 would be triggered. A warmstart sequence of the ventilation unit may last up to 8 seconds. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. After successful completion of the warmstart, the device will resume the ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.